Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display, alarmed low battery, alarmed battery out limit, made a squeaky noise, and had minor scratches on the screen. The customer did not know the blood glucose reading, nor how the cosmetic damage had occurred. She was asked whether she could read the insulin pump screen and whether the device functioned as designed, to which she responded, "no." The display did return upon troubleshooting, however. The most recent blood glucose reading in the morning was 158 mg/dl. She reported that the insulin pump alarmed after a battery change. Advised replacement of the insulin pump due to the cosmetic damage. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No unexpected low battery alarm noted. No damage found on the connector and or lcd isolation tape noted. The device was received with cracked case at display window corner, broken battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window, and missing end cap sticker.